Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Age or date of birth, sex, weight, ethnicity: no patient involvement. Relevant tests/laboratory data and other relevant tests: no patient involvement. Not applicable. Expiration date: lot# and expiration date are not applicable. Implant date and concomitant medical products: not applicable; no patient involvement. Device evaluated by MFR: at the customer site, a field service engineer confirmed several wires inside the pc coming from the power supply to the video card were burned/melted. The replacement pc was installed and all the settings were restored. The system was calibrated, tested, and was fully functional. Recall (if recall number is given) or correction/removal number (if given) : do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the intrasight system failed to boot. The customer cycled the power at the transformer; but did not resolve the issue. The transformer green light was on, when a burning smell and smoke came out from the cpu. Therefore, the customer powered off the system, disconnected the cables, and removed the cpu out of the cath lab. Several wires inside the pc (coming from the power supply to the video card) were burned/melted. There was no patient present and no user injury reported. This product problem is being reported because the intrasight had presence of smoke and the components were burned/melted. There is a potential for harm if it were to recur.

Manufacturer narrative:
Blocks d9 & g3: intrasight workstation was returned for evaluation. Block h3: visual inspection found evidence of a thermal event at the psu to graphics card power cable. The cable insulation was burned and the wire strains were exposed. Evidence of thermal damage appeared to originate from a bent pin found on the psu-video card cable connector. Block h6: the probable cause of the thermal issue is likely from the bent pin found on the cable connector. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.